Event description:
According to the account: implant placed (B)(6), patient contacted office (B)(6) to say implant was out of his gum. Patient seen on (B)(6), noted implant was out of the gum paste ptfe sutures and covered in pus. Implant surgery on (B)(6) was uneventful, osteotomy created with x-nav guided surgery using bicon's protocol of pilot drill at high rpm and all subsequent drills at 50 rpm. Autologous bone was placed over implant. Implant was sunk deep to wear black plug was completely covered by patient's bone and ptfe sutures used.

Manufacturer narrative:
According to the account after some questioning: the implant was submerged beneath bone, pt's autologous bone was placed over it with membrane, and sutures were placed over that. Primary closure was not achieved at that time. Patient had a fair level of dental hygiene and may have played with the surgical site during sleep. No antibiotics were prescribed after initial surgery. Sutures were intact but pushed to one side. One continuous suture was used.